Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.50/3.5/090 (sphere/cylinder/axis) implantable collamer lens moved. The lens was explanted and a replacement lens of longer length was later implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Device evaluation: dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).